Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) exhibited post-sensed t-wave over-sensing. No intervention was performed. Patient condition was stable.

Event description:
New information received notes that the post-sensed t-wave over-sensing was resolved by performing programming changes.